Event description:
Pt underwent rhinoplasty and breast augmentation under general anesthesia. Pt unable to be awoken post procedure. Imaging studies of brain revealed areas of restricted diffusion/cytotoxic edema, areas of hematoma, increased intracranial pressure. Patient remains comatose postoperatively. FDA safety report ID# (B)(4).